Manufacturer narrative:
This report is being supplemented to provide clarification of information provided by the customer that was omitted due to translation. It was clarified through translation that according to the customer, while cleaning the inside of the endoscope's duct with a cleaning brush, the brush at the tip broke. The foreign object is the tip of the cleaning brush.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. Water was aspirated through the instrument/suction channel, the endoscope was presoaked in detergent solution, the instrument channel was cleaned with lint-free cloths/brushes/sponges and the instrument channel, port and suction cylinder were brushed. There were no abnormalities in the accessories used for reprocessing and no concerns noted about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded character limit. The full name is: (B)(6). The device was returned to olympus for evaluation and the evaluation found water tightness was loss due to the deformation of the upward/downward angulation control knob (u/d knob), no electrical continuity due to damage on distal end, bending in the up direction did not meet the standard value due to the wear of angle wire, the play of u/d knob was out of standard value due to wear of angle wire, control unity was dirty due to water leakage, paint on suction cylinder was peeled, switch two had a scratch, grip was shaved, universal cord had a scratch and wrinkle, protector of universal cord of suction connector side had a scratch, objective lens had a scratch, distal end had a burn, connecting tube had a dent and scratch, and flares occurred due to scratch on objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the brush was clogged at the tip of the scope when using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the insertion part forceps channel had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.